Manufacturer narrative:
H10: the file was reassessed for reportability and determined to be no longer reportable. Since an initial MDR was submitted, therefore, the file will remain assessed as a malfunction. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the crosser cto recanalization catheters that are cleared in the us. The pro code and 510 k number for the crosser cto recanalization catheters are identified in d2 and g4. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one cto recanalization catheter was returned for evaluation. No kinks noted to the catheter, no anomalies noted to transducer handle, saline hub, or distal tip. Marker band is present and undamaged. The sample guidewire lumen was flushed. The patency of the guidewire lumen was tested using an in house .014¿ guidewire, and it was unable to be inserted due to the dried blood. An in-house .014 guidewire was inserted through the distal tip which was unsuccessful. The crosser was connected to the crosser generator and flowmate injector without issue. The crosser was then loaded onto an in-house 6f sheath crosser fixture without issue. The distal tip of the catheter was pressed against one end of a plaster tile; the device activated and was able to penetrate the tile with no issues; the device exhibiting misting, and no leaks were noted. Based on the findings, the investigation is unconfirmed for the reported leak issue as no leaks were noted. However, the investigation is confirmed for the reported device-device incompatibility issue as guidewire could not be inserted through both ends. A definitive root cause for the reported leak and device-device incompatibility issues could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during a recanalization procedure, the device allegedly leaked while flushing. It was further reported that guidewire was allegedly difficult to be send through the lumen. There was no reported patient injury.

Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the crosser cto recanalization catheters that are cleared in the us. The pro code and 510 k number for the crosser cto recanalization catheters are identified. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 03/2023).

Event description:
It was reported that during a recanalization procedure, the device allegedly leaked while flushing. It was further reported that guidewire was allegedly difficult to be send through the lumen. There was no reported patient injury.